Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was loose, the neckpiece was leaking air, and the device was out of calibration. The control bar, thickness control shaft, lever, neckpiece, and bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found the root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an unknown time, on an unknown date, the device was sent for preventive maintenance for an unknown malfunction. Patient impact is unknown. Due diligence is completed, no further information is available during device evaluation, the neckpiece was leaking air.